Event description:
It was reported that during reprocessing a fenestrated bipolar forceps instrument, the tips do not meet. There were no missing pieces or fallen pieces reported. No patient harm, adverse outcome, or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Engineering confirmed the reported complaint. One grip was bent, causing a side to side misalignment of the grips. There was a .132" offset at the instrument's tips, indicating overloading at the tip. Electrical continuity testing was performed and passed. Engineering concluded the damage was likely due to mishandling / misuse. Additional observations not reported were scratches on the surface of the distal pulley. The distal end of the main tube also had various scratch marks showing light material removal and a rough surface finish. The scratches were short in length and not axially aligned with the tube. Engineering concluded the main tube damage was likely due to mishandling / misuse. The top bipolar pin was bent downward towards the bottom pin. Both pins were loose but attached. The chassis was not broken. Engineering concluded the bent pin was likely due to mishandling / misuse. No other damage was found. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip. The customer reported complaint does not itself constitute a MDR reportable event; however; the tube abrasions with material removed ,found during failure analysis evaluation could likely cause or contribute to an adverse event if the failure mode were to recur.